Event description:
A 6f angio-seal vip was selected for use and deployed to seal a puncture in the right common femoral artery, following a pre-deployment angiogram. Post-deployment, the patient reported pain in the leg while standing. A pulse was present with vascular insufficiency. Ultrasound revealed anchor migration and arterial occlusion, followed by surgical removal of thrombus and a foreign body of plastic material, consistent with the closure device, were removed. The patient was discharged in stable condition.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.